Manufacturer narrative:
(B)(4). The primary finding was no anomaly found. Pump passed all non-destructive lab testing. Complaint against the pump did not indicate withdrawal, volume discrepancy, lack of therapy or anything related to a motor stall type failure.

Event description:
It was reported that the pt's baclofen pump was explanted due to infection, presumed; superficial wound at lateral incision site. A f/u report will be sent if additional info becomes available.